Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the patient experienced hemothorax/pneumothorax. The pacing lead had dislodged. The lead was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported during implant that the patient experienced hemothorax/pneumothorax. The pacing lead had dislodged. The lead was rep laced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.